Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis revealed the distal conductor had blood/body fluid. The helix could not be retracted or extended due to dried blood in the distal conductor. The full lead was returned and analyzed. Analysis revealed the distal conductor was distorted.

Event description:
It was reported that, during the implant attempt, the 6947 lead had positioning/fixing difficulty. The 6935 lead had fixation difficulty, and screw deployment problems. Neither of the leads were implanted. No patient complications have been reported as a result of this event.